Event description:
Procedure: angiogram: iliac/pta/stent. The patient's left common femoral artery was accessed for an ap aortogram and angiogram and a starclose device was used for closure. There was some type of misfiring of the starclose device which did not allow to release. The physician then made an incision in the left groin to manually remove the starclose device and then held pressure manually over the femoral artery for 15 minutes. Some surgicel was placed and the incision was sewn shut. The patient tolerated the procedures well.